Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device logs showed no evidence of any power off/on errors related to the report. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.